Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "an autoradiograph image of the loaded needles is provided with each order for visual verification of the loading pattern." (B)(4).

Event description:
It was reported that the needles were 5mm longer than expected. The procedure was performed as planned; however, there was a minimal delay to the procedure to fix the needle.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. : the device was not returned.

Event description:
It was reported that the needles were 5mm longer than expected. The procedure was performed as planned; however, there was a minimal delay to the procedure to fix the needle.